Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported the patient has peritonitis. Upon follow up, the pdrn stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the pdrn, the pd culture generated growth of candida and the patient was diagnosed with peritonitis. The patient was initially treated intra-peritoneal (ip) antibiotics (medications not provided). However, subsequently on (B)(6) 2022 the patient went to the hospital due to ongoing abdominal pain. The patient was treated in the hospital (details unknown). The patient was discharged (date unknown) and will continue pd with the same cycler. The pdrn stated the event is not related to any fluid leaks or any issues with fresenius products. The pdrn attribute the event to the patient not washing their hands, breach in aseptic technique. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.